Event description:
It was reported patient underwent a hip arthroplasty on an unknown date. Subsequently, patient was revised on an unknown date for an unknown reason.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit conclusions as to the cause of the events. The following sections could not be completed with the limited information provided: date of event - unknown; expiration date - unknown; date implanted - unknown; date explanted - unknown; manufacture date ¿ unknown.

Manufacturer narrative:
Additional information received confirmed the revision was not biomet product.